Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reported received a blood glucose reading of 18.3 mmol/l; customer was feeling low. Based on the high reading the customer injected more insulin (20 units instead of 10 units) and then the customer felt very low, shaking and sweating. Customer's granddaughter gave her glucose gel for hypoglycemia and she was feeling fine about 30 minutes later. Requested return of the alleged device for evaluation.